Event description:
It was reported that blade lifted occurred. The target lesion was located in the moderately tortuous vessel. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was partially lifted. Resistance was felt upon removal of the balloon. The procedure was completed with this device. There were no patient complications as a result of this event.